Event description:
Medical records confirmed that an additional smith & nephew product was used in the same procedure as complaint (B) (4) in informed (calaxo post-op).

Manufacturer narrative:
Product recall was initiated on 08/21/2007. (B) (4)